Event description:
It was reported that a spectrum iq pump had a keypad failure during testing in the biomedical service department. The '0' and '.' Keys did not appear to function. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing , "0 and . Keys not working" was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be zero and decimal key intermittently failing. Keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.